Event description:
It was reported that the ilet user announced a usual-sized dinner while glucose was 114 mg/dl, which should have been announced as less than usual, and the user subsequently experienced a low glucose with a nadir of 66 mg/dl. The event was managed with oral carbohydrates (half a can of regular soda) and additional 15 g of carbs as needed, and later fingerstick confirmed recovery to 147 mg/dl. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem was identified associated with incorrect meal size announce in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.